Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replicated the issue and replaced universal surgical manipulator (usm 4). The system was tested and verified as ready for use. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the clinical sales representative (csr) contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the surgeon felt resistance and non-intuitive movement of universal surgical manipulator (usm) 4. The tse found no related errors in the logs. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) for failure analysis investigation. The unit was analyzed and was confirmed via artemis and replicated in-house. The unit was tested on an in-house system where it passed normal mode with no related errors. The unit was also tested on an in-house pftp where failed friction speed low and high for the insertion axis.

Event description:
Refer to h10/h11 for follow-up information.